Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy when the handle was squeezed two clips jammed in the jaws of the device. The clips were removed and when the doctor attempted to clip over the bile duct the clips did not form completely. A second like device was used to complete the procedure with no patient consequences reported.